Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hj2613, exp date: 08/2019; batch gj2759, exp date: 08/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown podiatry surgical procedure on an unknown date and suture was used. Approximately 7 to 12 days post-operatively, the patient experienced red, swollen tissue at the knots and suture breakage in the middle. The suture was removed and a small amount of pus was found. The patient was put on a course of antibiotics for two weeks. Once the incision was healed over, mederma scar cream was applied. The patient has experienced delayed healing and excess scarring. No additional information was provided.